Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) lead undersensing information. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analyst commented, between (B)(6) 2014 and (B)(6) 2016 rwave amplitude measures between 0.375 and 7.75 millivolts. On (B)(6) 2014 rv undersensing observed on the electrogram (egm) in episode 58. On (B)(6) 2015 rv oversensing observed on the can to rv coil channel in episode 61. Complaint mentions that can to rv coil channel used since low r waves observed on rvtip to rvring.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low rwave value. It was also reported that the rv exhibited double counting/oversensing along with cross chamber sensing episode. Rv sensing polarity setting was adjusted however oversensing issue remained. Revision of lead indicated as option. The rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.